Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in coronary diagnosis procedure at the time of the event. The procedure was delayed (<20 minutes) and it was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the equipment didn't turn on. Upon functional testing fse found power supply's connector was oxidized due to moisture in the technical room which caused poor contact with host-pc computer's power supply. To resolve the issue fse asked the customer to install a dehumidifier and customer installed a dehumidifier. After this the problem did not occur and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the equipment didn't turn on. No harm has been reported to philips. Philips has started an investigation of this complaint.